Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ml6758 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm when did the event occurred? Pre-op /before use on patient? Or intra-op/ during use on patient? Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one event report/procedure? Was procedure completed successfully? And how? Any patient consequence?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the thread released from the needle. There were no adverse patient consequences reported.